Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized and treated for high blood glucose of 500mg/dl. Troubleshooting was performed. The settings on the insulin pump were correct. Ran a fixed prime test and the insulin existed. Performed a high pressure test and the device passed the test. The customer stated that on the first infusion set she noticed some blood at the site. The customer stated that the second infusion set the cannula was bent. The customer stated that she has been using the same area for the past six years. Advised the customer to have the doctor checks her site on the next appointment. No further info was provided.